Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using vasoview hemopro 2. They were nearly finished the case and noticed some irregularity of the metal on the tip of the cutting tool. The wire was bent. They were able to complete the case without any sequala. There was no patient injury. There was not any broken or damaged equipment in the patient or left behind in the patient. Procedure was completed with the same device there was no delay.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. The lot # 3000434753 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.